Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a leak from the homechoice cassette during the set-up of the homechoice device. The patient was troubleshooting an unrelated alarm and after removing the cassette, noted that it was leaking all over the floor. The technical service representative assisted the hp with re-setting up therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.